Event description:
It was reported that this pacemaker system had a right atrial auto threshold test above programmed amplitude or suspended and an alert for atrial arrhythmia burden. Technical services (ts) was consulted on patient proximity to the communicator. This pacemaker system remains in service. No adverse patient effects were reported.